Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead could not be implanted since the lead tip was found to be bent prior to the implant procedure. The lead was not implanted and a new lead was implanted instead. The patient condition was stable prior to, during, after the case.